Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the customer reported issue was confirmed. The cause of the issue was attributed to be due to bad cable and needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation .

Event description:
Customer reported with an issue of image is not accurate. Color feed is getting red and then turns blue of nowhere. The issue found during preparation for use. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found faulty cable causing the image issue. This report is being supplemented for bad cable that caused bad poor image found during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-mar-2022. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed, the reported problem, due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. The event can be prevented by following the instructions for use, which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged¿. ¿never excessively pull the camera cable, but straighten it gradually, when it is coiled. The camera cable could be damaged¿. ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged¿. ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged¿. ¿never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged¿. ¿never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged¿. Olympus will continue to monitor field performance for this device.